Event description:
We were informed that this lead is being explanted due to noise and tricuspid regurgitation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The inspection of the lead showed a rubbed through insulation at approximately 28 cm distal to the is-1 connector pin. This insulation damage can be considered to be the root cause for observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and the nearby lead. The analysis did not reveal any sign of a material or manufacturing problem.